Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-08-31. UDI #: (B)(4). Return date: 2018-05-24. Device evaluation anticipated, but not yet begun. Mfg date: 2015-08-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-08-31. UDI #: (B)(4). Return date: 2018-05-24. Device evaluation anticipated, but not yet begun. Mfg date: 2015-08-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Return date: 2018-05-24. Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Return date: 2018-05-24. Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Return date: 2018-05-24. Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Return date: 2018-05-24. Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching. The patient reported audible alarms, however none were recorded. The patient indicated power was lost when changing batteries. Pump stop events were noted on three occasions. The patient was asymptomatic with pump stops. It was also noted that battery capacity values at port one shoots up to 202%. The batteries were exchanged and there was additional power switching so the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six batteries and one controller were returned for evaluation. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several power switching events due to momentary disconnections involving the six batteries and premature power switching events due to communication errors involving (B)(4). Momentary disconnection will result in an audible tone. Furthermore, when a controller experiences a momentary disconnection within the 15 minutes between data points, a value of 202 through 220 will be overwritten in the battery relative state of charge (rsoc) column for the next data point. As a result, the reported power switching, audible alarm and battery capacity shoots to 202% events were confirmed. Additionally, log file analysis revealed three controller power-ups with their associated motor starts on (B)(6) 2018. Data log files were not available for the controller power up event occurring on (B)(6) 2018. Several momentary disconnections were recorded leading up to the second and third losses of power. The controller was without power for 9 seconds, 9 seconds and 8 seconds; respectively. As a result, the reported power loss event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and battery. The most likely root cause of the "reported audible alarms" and "battery capacity shoots to 202%" event can most likely attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate events involving the controller losing power and momentary disconnections, and implement corrective actions as required. Continuation of d11: dtba1d4 ICD; 5076-45 lead; 419478 lead; 6935m55 lead implanted (B)(6) 2013 additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.